Event description:
Patient presented to ed emergency department with c/o complaints of aphasia and right sided facial droop. Patient examined and believed to be experiencing a stroke. Plan made to transfer patient to higher level of care for specialty treatment for stroke. Patient was requiring intubation. (B) (6) medical evacuation flight team member was attempting to intubate patient using the glidescope ranger when the screen became difficult to view. It appeared to lose video feed and had black lines through the screen. The (B) (6) staff member adjusted the screen, moved the handle and checked the cord. The (B) (6) staff member was unable to duplicate the circumstances initially but then had a sudden clear view moments later. However, the screen then went back to incomplete views and at times had a total black screen. (B) (6) staff member stated that he was removing the handle when the screen became viewable again, so intubation was quickly achieved at this time. No further issues with patient. No injury noted. Possible small delay with intubation but no decline in patient's respiratory status during this incident. Patient's transfer was then continued to other facility. Manager of (B) (6) was contacted and he took scope to clinical engineering for analysis/interrogation.